Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on: (B)(6) 2018. Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the device was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removing the connector cap for inspection, the suture string was found to be not wound in the threads of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined for the reported failure mode of fluid leaking. For the incidental finding of too many threads showing, the root cause was related to a manufacturing deficiency. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Corrected data: inadvertently not submitted under initial MDR: concomitant medical products: 035" g/w (terumo); kmp 5.0fr catheter (cook); sheath (merit). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the biliary duct for a percutaneous transhepatic biliary drainage procedure. After placement, leakage was discovered at the connection between the catheter and the hub. The catheter was exchanged and the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.